Event description:
No new patient or event information to report.

Manufacturer narrative:
This complaint was initially thought to be foreign matter. However, upon further review it was determined that this complaint involved residual droplets of the flushing fluid and the device was not contaminated prior to distribution. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury or reportable product malfunction as there is no indication of difficult aspiration of the residual droplets of the flushing fluid leading to a serious injury or death. H1: our system requires this field to be populated and still reflects "malfunction" there was no reportable device malfunction. See note directly above this note.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown number of procedures, approximately 42 guardia access embryo transfer catheters had a "liquid drop on the inner wall" of the catheter. The devices did not make patient contact. Additional event details have been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. Additional information: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 08jan2021 which was incidentally omitted from the original report. The "liquid drop" was noted when the device was being flushed with saline prior to use. The device was flushed multiple times. Another device was used to complete the procedure.